Manufacturer narrative:
Product analysis #702835345: analysis confirmed the customer comment of an occasional rapid beeping sound and freezing of touch screen/stylus interface. The speakers were replaced, the hard drive was reconfigured and the software reloaded. The programmer then passed its functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer made a rapid beeping noise on occasion and the stylus/touch screen interface would become unusable, that it would lock up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.